Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a staff nurse was at the bedside providing medical care to the patient when the device switched off unexpectedly and without issuing any alarms. The patient was revived. No further information regarding the medical steps taken and the current status of the patient was available.

Manufacturer narrative:
The philips field service engineer (fse) went to the customer site. No log was available from the monitor, and no visual damage was found. The fse was unable to reproduce the reported issue. After a check of the power cord, it was concluded that the cord had not been firmly attached to the monitor at the time of the alleged malfunction, leading to the unexpected switch-off. A test of the battery revealed that it needed conditioning. It kept its charge for approximately 10 minutes, displaying a full charge bar, and then went to 0% charge, leading to the shut-down of the monitor without any alarms. Once the power cord was then reconnected, the viridia m3 patient monitor switched back on. No patient or user harm was reported. Additional information received confirmed that there was no patient injury. The fse was unable to reproduce the reported issue. Although philips was not able to confirm the reported issue, philips cannot rule out a malfunction. The fse advised the customer biomedical engineer to replace the battery and the power cord to return the device to full functionality. The cause of the reported event is not known, even though it is most consistent with user failure to secure the power cord plug. There is no indication of any systemic problem. No further investigation or action is warranted.